Event description:
Power port accessed with a power needle and had intravenous (IV) fluids running freely through it. While attempting to give IV contrast, the IV tubing burst, leaking contrast onto the patient.device #1is this a laboratory device or laboratory test?no.